Event description:
A site representative reported their stealthstation treon treatment guidance system camera was having optical tracking issues, deemed unreliable. Upon inspection, the medtronic representative found the cable looked fine, however, the connection in the camera was loose and if held in position, green status was achieved. The surgeon opted to complete the surgery with the use of navigation. There was no impact to the patient outcome.

Manufacturer narrative:
The patient demographic information is not available from the site. The site used a different camera cart in subsequent procedures. A medtronic representative replaced the camera connector which resolved the issue. No parts have been returned to the manufacturer for evaluation to date.